Event description:
The manufacturer received information alleging ventilation service required alarm had occurred during a pre-delivery check on a trilogy o2 device. The device was not in use on a patient at the time of the occurrence. The trilogy o2 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the error code, communication between the oxygen blending module (obm) and host was loss (e-0349), was observed on the device's error log. The manufacturer's service technician further evaluated and determined the obm printed circuit assembly (pca) board and interface pca board had caused the issue to occur on the device. In conclusion, the device's obm pca board and interface board were replaced to address the issue. The root cause is confirmed at this time.